Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported during the post op visit on (B)(6) 2017, that the patient complained of blurry vision, glare, visual disturbance with a tecnis multifocal intraocular lens (model zxr00, +14.0 diopter). The lens was explanted in a secondary procedure and a non-amo intraocular lens was implanted as replacement lens for the patient. Patient reported doing great post op. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 01/23/2018. Device returned to manufacturer? Yes. Device evaluation: the sample was returned to the manufacturer. Visual inspection was performed and product was observed cut in pieces, most probably to make the explant possible. Considering the condition of the returned lens, further analysis was not possible. The reported complaint cannot be confirmed. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.